Event description:
Manometry probe malfunctioned after inserted into patient. Given associate notified and stated that probe was unable to be fixed using remote access, the device needed to be sent back for repair. Dr. Came in and assessed the manometry readings, ordered for test to proceed as usual.